Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of medical intervention. There was no report of serious or permanent harm or injury. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped. In box a: patient identifier has been updated in box d: operator of device has been updated in box e: occupation, reporter first name, reporter last name, reporter email and reporter phone has been updated in box g: report source has been updated